Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The defect reported could not be verified. The following activities were performed: performed service and repair functions as per pr000692. Reviewed service history. Attach box label, dhs-sav004-fms, and electrical safety. The unit was evaluated and the reason for return : "not flushing well or maintaining pump pressure" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached reports. Further a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during an unspecified surgical procedure of the hip, it was observed that the 4590 fms solo irrigation pump device was not flushing well or maintaining pump pressure. There was a delay of five minutes in the surgical procedure as another pump was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.